Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The insulin pump was received stuck in a loop for a motor error alarm during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor encoder position error alarm could be confirmed due to an erased history file. No other alarms could be verified due to the motor error alarm. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. While the customer was rewinding the device, it alarmed an error. The customer's blood glucose was 95 mg/dl. The discontinuation of the device was advised. The customer was advised that the insulin pump would be replaced. Nothing further was reported.